Manufacturer narrative:
Customer misuse/abuse.

Event description:
Consumer is alleging the chair dropped down on its own with the consumer in it.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer is alleging the chair dropped down on its own with the consumer in it.